Event description:
It was reported that a trained user requested to return the ilet after experiencing persistent hyperglycemia while using the system, stating blood glucose levels were ¿always getting elevated¿ and that the device was not suitable for them; the highest reported glucose was 364 mg/dl, duration of hyperglycemia ranged from 10 minutes to 7 hours on certain days, no alerts above 300 mg/dl for over 90 minutes were reported, no back-up therapy was used, no ketone testing was reported, and there was no medical intervention. Symptoms included hyperglycemia without acute complications. Outcomes included no hospitalization, no need for assistance, and no immediate health effects. The investigation included a review of user reports and field team assessment with user education and troubleshooting. Investigation of this case revealed improper or suboptimal use of the system, with room for improvement identified during report review and retraining guidance, and no device alerts or malfunctions were identified. It was concluded that the cause was inconclusive, with user-related factors suspected.

Manufacturer narrative:
This report is being submitted following retrospective review of historical rga returns conducted during quality system remediation. The device may have been returned under the prior rga process, not designating the associated complaint and is no longer available for physical evaluation. A retrospective complaint evaluation and MDR assessment were completed using available information and documentation. Procedures have since been revised to require complaint/MDR screening and appropriate device retention when complaint returns are received.